Event description:
The customer reported iabp power supply failure.

Manufacturer narrative:
Eval summary: the power supply (0014-00-0033h05) is being returned to the mfg facility in (B)(4) for eval. A supplemental medwatch will be submitted when new info becomes available. We are f/u with the customer to obtain more details related to the event and pt status if was one involved. (B)(4).